Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-06370 for a description of the first device. According to the complainant, during procedure prepping, it appeared the anchoring balloon had three pin hole leaks. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, represents the prolieve catheter; a part of the kit. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Other: device discarded.